Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin. The customer initially received an accurate fill estimate of over 120 units and several hours later, the insulin gauge displayed 90 units of insulin remaining, although requested by tandem technical support, the customer declined to upload the pump data for a log review to be performed. There was no impact to the customer's blood glucose level (highest of 234 mg/dl).